Manufacturer narrative:
Visual examination of the device showed no defect or damage. Torque testing was conducted which found device was not within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The reported condition of the verse 3in1 driver, torque wr becoming over the specification cannot be positively determined from the sample and the information provided. However, based on the evaluation, the possible cause is wear and tear with constant use over time. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notified by express care bridgewater: device was tested and it failed the torque test. 2997-04-320 - lot # gb77681.